Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that no shock is delivered. Device was in clinical use, but there's no reported patient or user harm. The reported failure to shock will be considered a serious injury due to a serious deterioration of health that may result from a delay or failure to shock/pace. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Fse onsite checked and confirmed with the hospital. The patient's health was not affected. During the procedure, vital signs were weak, and defibrillation was required. The user claimed that it did not hear the discharge beep of the machine, but there were signs of defibrillation on the patient. The hospital requires to test the dfm100 by testing equipment. Fse tested device by test equipment, no problem was found. The device passed self-test too. Customer confirmed device passed self-test and discharge detection. This clinical reassessment was performed by a philips pms clinical expert based on new information available in the record. The record states the device was in use during a cardiac arrest resuscitation, and ¿there was no sound during defibrillation, but there were signs of defibrillation on the patient¿. The record states the patient¿s health was not affected. Questions about the patient¿s age and gender were asked but not provided. Based on the information provided, the device successfully delivered the required therapy; the customer was expecting sound feedback from the device and reports not receiving it, but there was not a failure to shock. The clinical assessment has been updated to reflect that there is no reported injury as there is no allegation of failure to shock, and there was no impact to the patient¿s health. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating dfm100 discharged 4 times in a row without any discharge audio reminder, and the patient did not respond, but the device¿s electric shock record was complete. The device was in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.